Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H6: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, the device was functionally and visually tested by quality engineering and it was determined that it was possible to pull out the attachment from the gauge without releasing the gauge and furthermore the device showed signs of slight corrosion on the outer surface. It was further determined that the device coupling dimensions were out of specification. It was further determined that the locking groove had not been manufactured according to specifications hence the holding edge was not as steep as it should have been and therefore the attachment could not be properly locked to the handpiece coupling. It was determined that this defect was caused by the machining tool and is being further investigated and assessed under a CAPA. It was further determined that the device failed pretest for general condition and check the machine coupling. Therefore, the reported condition was confirmed. The assignable root cause for the device failing to lock and falling out easily was determined to be due to manufacturing and the assignable root cause for corrosion of the device was not established. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: small battery drive device, (B)(6) 2021. The initial reporter's phone numbe was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during surgery for a femoral fracture, it was discovered that the reduction drive device failed to lock onto the handpiece device and fell out easily. It was further reported that the surgeon continued to use the unlocked devices to complete the surgery without any surgical delay. It was noted that another attachment device was attached to the handpiece device without issue and the problem seemed to be with the reduction drive device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.